Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information in (B)(6) 2015 that this patient died on (B)(6) 2015. Boston scientific received information that this patient was admitted into the hospital on (B)(6) 2015. The family requested a change in the patient's status to dnr. The device was programmed off per physician's order. The patient was discharged from the hospital and admitted into hospice care on (B)(6) 2015. The patient died on (B)(6) 2015. It is likely that the reported red alert was the result of device deactivation in (B)(6) 2015. There were no allegations of device malfunction or that the use of the device caused or contributed to the patient's death. To date, the device has not been received at boston scientific's return product department.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that red alert had been generated for this system. Efforts to obtain additional details were unsuccessful. No adverse patient effects were reported.